Event description:
Patient experienced a reaction following use of an on-q pain pump with silversoaker catheter. Has latex allergy. Physician indicated it was a reaction to marcaine. Foot swelled, turned purple, throbbing and "on fire." Has seen physician several times since (B)(6) 2009 surgery and left foot appears to be healing as anticipated. Called to check on latex - no latex in catheter. Also has allergy to betadine with iodine. Pump and catheters discarded upon removal on 01/15/2009. Surgery was joint replacement in left foot big toe. (B)(6) 2009, conversation with dr. (B)(6) indicated that no problem with patient or pump was identified.

Manufacturer narrative:
Information gathered during this investigation from dr. (B)(6) determined that there was no product problem, and the patient is recovering as expected from the surgery on her foot. No further investigation is required.